Event description:
Staff in the operating room (or) could detect a smell that was similar to something burning. Charge nurses were informed as well as facilities. The source of the smell was undetermined at first. The smell would go away and then come back. At one point the smell was strong and started smelling different. At one point the attending asked to turn on the suction. I was confused because the neptune was never turned off, and when I went to turn it on, the screen displayed the warning messages, the ones that you need to click through before actually having it work, which indicated to me that it did turn off at some point even though no one did. When I clicked continue on the screen, the screen blacked out again and would not turn on even after unplugging and plugging it back in. This is the point where we identified that the smell was coming from the neptune itself. Manufacturer response for neptune suction device, (brand not provided) (per site reporter). They repaired the device but this has happened multiple times with different machines.